Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the account experienced multiple battery alarms.

Manufacturer narrative:
A: patient information is not available. E: initial reporter is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1, d2a, d2b were erroneously entered on the initial report therefore updated. The device was returned d9 was updated. The investigation is underway once completed a supplemental will be submitted.

Manufacturer narrative:
Corrected information has been provided in h3. The cause of the battery level low alarm was a communication anomaly between the battery and power battery management board.